Event description:
The iab was inserted into the pt on 7/2/98 at 10:45 p.m. And removed on 7/3/98 at 8:15 p.m. The iab did not malfunction. A vascular surgeon was consulted. The pt had major ischemia, an ischemic toe, renal insufficiency and hemodialysis. The iab was surgically removed and the pt had an embolectomy. (Event complications: major ischemia/surgical removal/embolectomy-reported 7/28/98.) (Pt's current status: discharged-reported 7/28/98)